Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into the emergency room due to intermittent bradycardia. Upon review, it was discovered that the right ventricular lead exhibited loss of capture, r-wave amplitude variation, low pacing impedance, and insulation breach. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.